Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that one of the patients spinal cord stimulator (scs) lead was explanted due to high impedance. The patient was doing well postoperatively. The explanted lead was discarded by the medical facility.